Event description:
The pt felt shocking down her leg. The shocking occurred in her area of paresthesia and only when the implantable neurostimulator was on. The pt was seen in clinic. Device interrogation revealed bipolar impedances greater than 4000 ohms on all pairs with electrode #2. Impedances on all other pairs were within normal limits. The device amplitude was set to 7 volts when the pt was first seen. It was decreased to 1.5 volts which was initially ok, but then resulted in shocking. Additional info has been requested. A follow-up report wil be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).